Event description:
An end user reported that "1 or 2" in his previous 3 month order of catheters had roughness noted near the tip area in one spot by the eyelets area. He said he could not see possible defect prior to use but could feel it just a little rough spot only upon insertion in urethra and then afterwards he felt the catheter with his hand after use and noted this rough spot area near tip by eyelet area. No harm at all experienced, no pain, no bleeding at all with use of these with rough spot.

Manufacturer narrative:
D2a: common device name. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005471919.